Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a product evaluation was not performed in response because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The instructions for use advises the user that the wire guide should be kept wet for best results. The instructions for use describes the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. Beginning near the 25 cm mark on the distal end of the wire guide the coating has peeled from the wire guide exposing the core wire. The exposed damage area is approximately 10 cm in length. The coating peeled back on the wire guide towards both the proximal and distal end of the wire guide and is attached below and above the damaged exposed core wire. No portion of coating material appears to be missing from the wire guide. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The associated subassembly device history records for the wire guide for the lot number said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause.

Event description:
During an endoscopy procedure, the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The coating on the acrobat wire guide was shearing off during device exchange and made device exchange impossible. No section of the device detached inside the endoscope or patient. Another device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.